Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of an internal battery error alarm and revealed an external battery error alarm. The internal battery was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery error alarm was due to an algorithm limitation of the battery controller chip and the external battery error alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.